Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted).

Event description:
Company representative reported "the first issue was that the inner sterile container was sticking to the outer container. The second issue was that both of the tyvek wrappers ripped while opening the implant" device was not implanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with lot number: 1189410 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory was observed lid delamination, the external and internal thermoform are received, and this further investigation was requested to analyze the event of lid delamination. A review of the current risk documents afmea-bi family rev. 5.0 and dfmea-bi pkg and lblg rev. 4.0 was performed, and the event of difficult to open packaging (lid delamination) is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Also, (B)(4) was opened to preventively analyze this event. During the trend review of all lid delamination complaints for gel breast implants for the period of march 2022 through february 2024, was noted 1 outlier in february 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformance's were found which could be associated to the lid delamination event, so, no additional actions are deemed required at this time. The issue with lid delamination will continue to be monitored and corrective action taken in the future if deemed appropriate. Additional, changed, and/or corrected data.

Event description:
Company representative reported "the first issue was that the inner sterile container was sticking to the outer container. The second issue was that both of the tyvek wrappers ripped while opening the implant" device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ tyvek or thermoform sticking: observed lid delamination, the external and internal thermoform are received. No other observations observed. A further investigation has been requested for the event of lid delamination.

Event description:
Company representative reported "the first issue was that the inner sterile container was sticking to the outer container. The second issue was that both of the tyvek wrappers ripped while opening the implant" device was not implanted.